Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital. A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Event description:
Na.

Manufacturer narrative:
Updated fields b4 g3 g6 h2 h11. Corrected fields h6 type of investigation component codes e1 event site state. Nurse stated she had never experienced this alarm before and wanted information for troubleshooting esp personal reviewed the information about the alarm with her in detail she had verified no blood in tubing and connections are secure she used the iab fill and start key but had not utilized the help key esp personal reviewed the usefulness of it with her.